Manufacturer narrative:
(B) (4). (B) (4). Conclusion: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a pt underwent an endometrial thermal ablation procedure on (B) (6) 2009. During the procedure, the balloon ruptured in the pt and there was sudden loss of pressure. The case was successfully completed with a new catheter and there were no adverse pt consequences.